Manufacturer narrative:
(B)(4). Results of investigation: field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the display of suspect ventilator was blank (dark screen). The reported issue was resolved by replacing front panel. After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component (front panel) has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen went blank (dark screen) when powered on. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the backlight of the lcd has failed.